Manufacturer narrative:
In regard to this complaint, no logfiles nor pictures or videos were provided for review. Based on review of the available information, it was not possible to determine the root cause of the reported complaint. This could be user-related, however logfiles were not received for review. As the pressure tests in the field did not reveal any deviations, it was recommended to monitor the issue. If the module will be returned, we will investigate the device and update the report if needed. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident. All similar incidents related to the eva surgical system are included in the analysis (vf-phaco-surgery-hypotony). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from april 25th 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that during surgery, the surgeon claimed that they were losing compensation of the intraocular pressure. After the procedure, the values of pressure of the module were checked with a fluke digital pressure gauge dpm2 plus. The values of 20 mmhg, 50 mmhg, and 150 mmhg were within the values established by dorc (20, 50, and 149 mmhg). No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during surgery, the surgeon claimed that they were losing compensation of the intraocular pressure. After the procedure, the values of pressure of the module were checked with a fluke digital pressure gauge dpm2 plus. The values of 20 mmhg, 50 mmhg, and 150 mmhg were within the values established by dorc (20, 50, and 149 mmhg). No report that actual patient harm occurred or surgery was prolonged > 30 min.

Event description:
We have been informed that during surgery, the surgeon claimed that they were losing compensation of the intraocular pressure. After the procedure, the values of pressure of the module were checked with a fluke digital pressure gauge dpm2 plus. The values of 20 mmhg, 50 mmhg, and 150 mmhg were within the values established by dorc (20, 50, and 149 mmhg). No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation and awaiting product return. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.